Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken on an unknown date wherein patient's system was explanted for an unknown reason.